Manufacturer narrative:
Date of event is estimated. The unique device identifier is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-16409. Related manufacturer reference number: 1627487-2021-16410. It was reported that the patient experienced ineffective therapy due to high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and extensions were explanted and replaced resolving the issue. During the procedure, it was noted that the extensions had become wrapped around the ipg and fractured.

Manufacturer narrative:
The reported impedance issue was confirmed. Analysis of the returned lead extension b found an area near the terminal end of the lead where multiple internal wires were broken. The fractures are consistent with the lead having been wrapped around the ipg while still in vivo.